Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Medtronic representative inspected the imaging system on-site and found the x-drive cover had a divot from resting the gantry on top which presented the x-drive from fully extending. The x-stage cover was removed and the divot corrected. The x-stage cover was then reinstalled. The representative invalidated home, and tested the 2d/3d function without issue. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case, the gantry on the imaging system would not extend all the way out. The gantry would stop about 1-2 inches short, and then click. This did not impact the case and the system functioned as expected in all other areas. There was no reported delay to the procedure as a result of this issue and no impact on patient outcome.